Manufacturer narrative:
On (B)(6) 2016, the customer reported to have placed the cannula away from the scar tissue and the blood glucose level had stabilized. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 400 mg/dl and insulin injections were administered to address the bg level. The customer did not know what caused the high bg level. Tandem technical support had the customer perform a pump system check and no device issues were found. The customer thought that the cannula may have been inserted into scar tissue.